Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed infection/ sepsis and hematoma. The physician had explanted the whole system and new device was implanted as replacement. No additional adverse patient effects were reported.